Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the septum while being filled with insulin. The customer's blood glucose level was 211 mg/dl. The customer was uncertain if the cartridge had been loaded and used or if a new cartridge was loaded. Reportedly, the customer was able to resume insulin delivery successfully.